Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that the alaris pump with a lo-sorbing pe lined 0.2 micron filter had an issue with the tubing, resulting in an unexpected infusion of approximately 200ml of tpn.

Manufacturer narrative:
The customer reported overinfusion and a rate accuracy problem, and returned one used set of material 10010454, lot unknown. The sample was attempted to be tested, but we were unable to get any flow in the tubing. It is clearly used, and has a blackish medication throughout the tubing, including the filter. This finding is incidental as the occlusion and issues in the filter from the medication, would typically cause an underinfusion in the set. Not the reported overinfusion. The set was also investigated under pump investigation, pr (B)(4), which came to the same conclusion. The report of overinfusion could not be verified. The root cause for the overinfusion could not be identified without a replicated failure. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information provided.